Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg migrated inside the ipg pocket. As a result, surgical intervention was undertaken (date unknown) wherein the scs ipg was relocated at the higher site.

Manufacturer narrative:
Effective therapy was established post-operatively. Date of surgical intervention was unknown at the time of initial report. This report consists of missing information.

Event description:
Additional information received that effective therapy was established post-operatively. Ipg was revised on (B)(6) 2017.